Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. The lot number for this device was not provided and is unknown, therefore, the full UDI number is not available. The primary device identifier (di) number was provided.

Event description:
It was reported that during use of this swan-ganz catheter, the cardiac index (ci) value shown on the monitor rapidly fluctuated between 1.4 and 1.7 and appeared unstable. The customer felt that the ci value changed more rapidly than usual, where they were expecting the value to be more stable within a smaller range. The catheter was used with an impella heart pump, but it was unknown at what phase of procedure the ci value started to vary. The ci was used as a guide while using the impella pump, and no treatment was provided based on the unstable values. No data was retrievable. There was no troubleshooting performed and the catheter was removed without replacement. It is unknown if any error message appeared on the monitor. There were no abnormalities in terms of occlusion, leakage, or kinks found in the catheter. Patient demographic was requested but unavailable. There were no patient injury reported.

Manufacturer narrative:
One 777f8 catheter with attached monoject 1.5 cc volume limited syringe, 2 three way stopcocks, 1 injection port and a non ew contamination shield with non ew introducer was returned for evaluation. The reported issue of inaccurate values was not able to be confirmed during the evaluation. There was no fault messages that showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran continuous cardiac output (cco) in 37.0 c water bath on the hemosphere monitor for five minutes without an error. The thermistor and thermal filament circuits were continuous. There was no open or intermittent conditions. The resistance value of the thermal filament circuit was in specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. The distal thermal filament cover bonding site was torn. The torn edges matched up. There was no other visible damage or inconsistency observed from the catheter body, balloon and returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than five minutes without leakage. During the evaluation the lot number was confirmed to be 64991615. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100 percent of the units go through an electrical inspection process. The complaint affected unit was returned for evaluation and no defect was found; therefore a product non conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.